Event description:
The customer reported that their autopulse platform (sn (B)(6) is showing an unknown error code. The customer is unable to determine how to resolve the issue. They have swapped batteries and lifebands; however, the same error message persists. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.